Event description:
The customer reported that they got a button error alarm. She stated that she was walking in the rain and had the insulin pump in her bra. She stated that a day before the phone call she was in the emergency room and the blood glucose was 107 mg/dl, which is the last know blood glucose. The customer was advised to discontinue the use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.